Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: outcomes attributed to adverse event: fields for hospitalization and required intervention were marked in error on the previous submission. No additional hospitalization or medical intervention occurred as a result of this malfunction. Reported fracture event was confirmed via visual examination. Hardness testing identified the material meets its specification. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available.

Manufacturer narrative:
(B)(4). Report source/foreign. Event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned.

Event description:
It was reported the driver fractured during use. No further information is available.